Event description:
According to the initial information received, the patient's patent foramen ovale (pfo) was sized using an echocardiogram (11.2mm) and an 18mm amplatzer cribriform occluder (aco) was implanted. Twenty minutes later, the aco dislodged from the defect and embolized into the left ventricle. The physician didn't want to take time trying to retrieve the aco percutaneously, so the patient was referred for emergency surgery. The aco was successfully retrieved and the patient's condition was reported as "good." The physician related the embolization to the patient's insufficient septum. It is unknown if the patient's defect was surgically repaired.

Manufacturer narrative:
Device analysis: the amplatzer cribriform occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image analysis: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.